Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a partial lead (only the distal portion) returned measuring 46.0/ 47.9 cm (lead body insulation/ inner coil). Visual inspection found two internal insulation abrasion breaching the ring electrode cable lumen between right ventricular shock coil and suture sleeve tie impression with undamaged cable coating. The internal insulation abrasion breaching the re cable lumen was found at 7.0 - 8.0 cm and 23.7 ¿ 24.6 cm from the distal tip. The etfe coating found intact in these locations. Explant date unknown.

Event description:
This report is to advise of an event observed during analysis.